Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('fimbria displays an embedded gray metal coil. Also within the uterus there is a gray metal coil embedded within the right fallopian tube orifice') and pelvic pain ('pain: pelvic') in an adult female patient who had essure (batch no. 689927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included gallbladder removal and uterine bleeding. Concurrent conditions included overweight, gallbladder disorder, migraine and nickel sensitivity. Concomitant products included alprazolam since 2017, azelastine since 2017, fluticasone since 2017, gabapentin since 2010, levothyroxine from 2013 to 2018, nortriptyline since 2010, ondansetron since 2017, pantoprazole since 2014, paracetamol (tylenol) since 2017 and zolpidem since 2011. In (B)(6) 2010, the patient experienced fatigue ("other injuries/symptoms: fatigue") and was found to have weight increased ("other injuries/symptoms: weight gain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced connective tissue disorder ("type of autoimmune diagnosed: connective tissue disease/ joint pain eventually diagnosed as connective tissue disease") with arthralgia. In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding: general abnormal bleeding"), allergy to metals ("allergy: nickel - diag.(interpreted as diagnosed) pre-essure"), fibromyalgia ("neurological condition :fibromyalgia\muscle pain"), migraine ("migraines") and tooth disorder ("dental problems"). The patient was treated with surgery (hysterectomy vaginal with bilateral salpingectomy and hyst. (Full)(interpreted as hysterectomy),salping. (Bilateral)(interpreted as salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, allergy to metals, fatigue, weight increased, abdominal pain and tooth disorder outcome was unknown, the pelvic pain, genital haemorrhage, connective tissue disorder, vaginal haemorrhage, menorrhagia and migraine had resolved and the fibromyalgia was resolving. The reporter considered abdominal pain, allergy to metals, connective tissue disorder, embedded device, fatigue, fibromyalgia, genital haemorrhage, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2010. Patient received treatment for nickel allergy, connective tissue disease, nervous system disorder, fatigue and weight gain. Right tube- 4 coils, left side- 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: mr received : event "fimbria displays an embedded gray metal coil. Also within the uterus there is a gray metal coil embedded within the right fallopian tube orifice", reporter, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') and genital haemorrhage ('bleeding: general abnormal bleeding') in an adult female patient who had essure (batch no. 689927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included gallbladder removal. Concurrent conditions included overweight, gallbladder disorder, migraine and nickel sensitivity. Concomitant products included alprazolam since 2017, azelastine since 2017, fluticasone since 2017, gabapentin since 2010, levothyroxine from 2013 to 2018, nortriptyline since 2010, ondansetron since 2017, pantoprazole since 2014, paracetamol (tylenol) since 2017 and zolpidem since 2011. In (B)(6)2010, the patient experienced fatigue ("other injuries/symptoms: fatigue") and was found to have weight increased ("other injuries/symptoms: weight gain"). On (B)(6)2010, the patient had essure inserted. In (B)(6)2012, the patient experienced abdominal pain ("abdominal pain"). In (B)(6)2016, the patient experienced connective tissue disorder ("type of autoimmune diagnosed: connective tissue disease/ joint pain eventually diagnosed as connective tissue disease") with arthralgia. In (B)(6)2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("allergy: nickel - diag.(interpreted as diagnosed) pre-essure"), fibromyalgia ("neurological condition :fibromyalgia\muscle pain"), migraine ("migraines") and tooth disorder ("dental problems"). The patient was treated with surgery (hyst. (Full)(interpreted as hysterectomy),salping. (Bilateral)(interpreted as salpingectomy)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, connective tissue disorder, vaginal haemorrhage, menorrhagia and migraine had resolved, the allergy to metals, fatigue, weight increased, abdominal pain and tooth disorder outcome was unknown and the fibromyalgia was resolving. The reporter considered abdominal pain, allergy to metals, connective tissue disorder, fatigue, fibromyalgia, genital haemorrhage, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6)2010. Patient received treatment for nickel allergy, connective tissue disease, nervous system disorder, fatigue and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: quality safety evaluation of ptc. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') and genital haemorrhage ('bleeding: general abnormal bleeding') in an adult female patient who had essure (batch no. 689927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included gallbladder removal. Concurrent conditions included overweight, gallbladder disorder, migraine and nickel sensitivity. Concomitant products included alprazolam since 2017, azelastine since 2017, fluticasone since 2017, gabapentin since 2010, levothyroxine from 2013 to 2018, nortriptyline since 2010, ondansetron since 2017, pantoprazole since 2014, paracetamol (tylenol) since 2017 and zolpidem since 2011. In (B)(6) 2010, the patient experienced fatigue ("other injuries/symptoms: fatigue") and was found to have weight increased ("other injuries/symptoms: weight gain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced connective tissue disorder ("type of autoimmune diagnosed: connective tissue disease/ joint pain eventually diagnosed as connective tissue disease") with arthralgia. In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("allergy: nickel - diag.(interpreted as diagnosed) pre-essure"), fibromyalgia ("neurological condition :fibromyalgia\muscle pain"), migraine ("migraines") and tooth disorder ("dental problems"). The patient was treated with surgery (hyst. (Full)(interpreted as hysterectomy),salping. (Bilateral)(interpreted as salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, connective tissue disorder, vaginal haemorrhage, menorrhagia and migraine had resolved, the allergy to metals, fatigue, weight increased, abdominal pain and tooth disorder outcome was unknown and the fibromyalgia was resolving. The reporter considered abdominal pain, allergy to metals, connective tissue disorder, fatigue, fibromyalgia, genital haemorrhage, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2010. Patient received treatment for nickel allergy, connective tissue disease, nervous system disorder, fatigue and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter information updated. Lot number, new events: "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), fibromyalgia, joint pain, abdominal pain, muscle pain, migraines, dental problems", medical history, concomitant drugs were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') and genital haemorrhage ('bleeding: general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: abdominal"), allergy to metals ("allergy: nickel - diag. (Interpreted as diagnosed) pre-essure"), connective tissue disorder ("type of autoimmune diagnosed: connective tissue disease"), nervous system disorder ("other injuries/symptoms: nuero conditions/problems") and fatigue ("other injuries/symptoms: fatigue") and was found to have weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (hyst. (Full)(interpreted as hysterectomy), salping. (Bilateral)(interpreted as salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and connective tissue disorder had resolved and the allergy to metals, nervous system disorder, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, connective tissue disorder, fatigue, genital haemorrhage, nervous system disorder, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2010. Patient received treatment for nickel allergy, connective tissue disease, nervous system disorder, fatigue and weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received- case becomes incident. Event injury was removed. New events pain: pelvic/abdominal, bleeding: general abnormal bleeding, allergy: nickel - diag. (Interpreted as diagnosed) pre-essure, type of autoimmune diagnosed: connective tissue disease, other injuries/symptoms: nuero conditions/problems, fatigue, weight gain and plaintiff did not undergo essure confirmation test were added. Implant date was updated. Explant date was added. Product indication was updated. Patient's date of birth was added. Reporter's information was added. Injuries resolved post-removal - pain, bleeding, autoimmune no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.